Event description:
New information received states that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient received inappropriate shocks. The patient had a tens unit stimulate muscle of the neck which caused inappropriate shocks. The device presented a capacitor timeout alert. Abbott technical support discussed device replacement as the device is end of life (eol) and no function of this device can be guaranteed at this point. No other symptoms were reported. Additional information was requested but has not been received. No further information is available at this time.

Manufacturer narrative:
Explant date should have been (B)(6) 2018 not (B)(6) 2018.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.